Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.

Event description:
Customer reported via phone call that they reported for insulin did not get it. The customer blood glucose level was unknown. Customer was in cardiac rehab and blood glucose was too high. Customer states she is not getting a no delivery. Customer did not mentioned treatment for high blood glucose. Customer declined troubleshooting. The insulin pump will not be returned for analysis.